Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's scs trial procedure the physician had difficulty placing the lead. The procedure took approximately two hours, however, following the procedure, the patient began reporting a headache/migraine. The patient was advised to lay down and drink caffeine, but it did not help. Follow up identified a blood patch was performed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Follow up identified the issue has resolved.